Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed, ¿no disposable, clamp tubing.¿ per reporter, the alarm was silenced, but a double beep had remained audible. The pump settings were reviewed (reservoir volume 27 ml, continuous rate 2 ml per hour, total given 63.5 ml). Per reporter, troubleshooting was performed, no air was observed, but the issue was not resolved. Reporter stated the patient had experienced multiple ¿no disposable¿ alarms throughout the day. The patient was redirected to their healthcare provider. No symptoms were reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.